Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photo confirmed damage to the outer silicone sleeve of the patient¿s driveline. The account reported that the patient had damage to the outer silicone sleeve of the patient¿s driveline. The driveline was repaired with rescue tape and no driveline replacement was performed. The patient remains ongoing on vad support with no further issues reported. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 7 years 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient noted to have significant damage to their silastic sleeve of driveline and upon further evaluation the copper shield was also exposed. Rescue tape was applied as temporary securement. No alarms noted on interrogation. No additional information was reported.